Manufacturer narrative:
The investigation determined that imprecise and lower than expected vitros valp quality control results were obtained on a vitros 5,1 fs chemistry system. The investigation found no evidence to suggest that an analyzer or reagent malfunction had occurred. A definitive root cause could not be determined. However, pre-analytical handling of the vitros tdm pv control fluids could not be ruled out as a contributing factor. The root cause of this event is unknown.

Event description:
A customer observed imprecise and lower than expected vitros valp quality control results on a vitros 5,1 fs chemistry system. Values of 12.6, 10.3, and 11.2 ug/ml were obtained from the vitros tdm pv I fluid versus the customer mean of 25.14 ug/ml. Values of 41.6, 32.2, 33.4, and 31.2 ug/ml were obtained from the vitros tdm pv ii fluid versus the customer mean of 54.26 ug/ml. Values of 91.3, 79.3, 70.6, and 74.6 ug/ml were obtained from the vitros tdm pv iii fluid versus the customer mean of 114.68 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc complaint number (B)(4).